Manufacturer narrative:
We performed the DHR (device history record) review, and there was no issue found on lot cm21k30. Since the DHR review reflects that there was no issue during production, we then tried to duplicate the reported issue in our quality control room, and the failure was duplicated. One chamber was placed on the heater base using 2 psi operating pressure (this is the maximum operating pressure mentioned in the IFU), using a mr850 heater base with a temperature of 36 °c to 38 °c. After 6 hours of running time, we blocked the air from coming out of the corrugated tube that connected to the patient's mask. The chamber is still working with no leaks. However, when we input 5 psi of operating pressure and block the tube on the patient end, the leak from the base plate and housing edge happened. The case will become worse when the chamber has been used for a longer time due to the creep of the materials, including the chamber housing. The base plate is made of aluminum, so heat will accumulate over time. When too much pressure forced the housing edge to shift from the base plate. Thus, the shift created a stress that deformed the heated base plate, which caused a water leak. In the worst case, the base plate may separate from the chamber housing. From the study above, we reach the conclusion that the higher operating pressure and the immediate moment of air blocking the patient tube can cause a leak in the chamber. Depending on the operating pressure, the base plate can be blown off the housing. The root cause may come from an air pressure of 5 psi and an immediate moment of air blocking the corrugated tube on the patient side.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the humidification chamber, 10/cs came apart during a high flow nasal cannula system that was in use on the patient. The patient was on for less than 2 days. The settings on the high flow were 50 lpm at 50%. Since there is a 2besafe system in the device, the patient was not injured. ( however they could have been burned with hot water). He did have his oxygen saturations drop down to the 70¿s but recovered quickly once the system was replaced. The patient's recovery was immediate.